Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this aortic pericardial valve, implanted five (5) years, was explanted due to aortic stenosis and regurgitation and leaflet perforation secondary to structural valve deterioration. This valve was originally implanted for aortic valve replacement to correct aortic stenosis and regurgitation due to a bicuspid valve. Redo-avr was performed with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment.¿ this was a multiple cardiac surgery procedure: coronary artery bypass grafting (CABG), lita-lad#8, at implant. Ascending aorta grafting, ube28mm, and repair of left ventricular outflow tract with a patch at explant.